Event description:
A report was received that the patient is having difficulty to maintain alignment between the charger and the ipg. The patient's ipg is tilted in the pocket and it causes the charger to have difficulty maintaining coupling. The physician discussed the possibility of revising the pocket to place the ipg parallel to the skin, but the patient was not interested in surgical intervention. The patient is able to fully charge her ipg and is reportedly doing well.

Manufacturer narrative:
This is the final report.